Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited an alert due to a shock impedance measurement of 125 ohms. There were no episodes of noise and shock impedance measurements had subsequently decreased to normal limits. Technical services (ts) discussed with the health care professional (hcp) the possible causes of higher shock impedances with this single coil lead. No adverse patient effects were reported. The lead remains in service.